Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope and dizzy spells. The right atrial (ra) lead was exhibiting intermittent capture and variable thresholds. Output was increased with intermittent loss of capture still observed. An x-ray showed the lead to have dislodged. The physician also felt the dislodgement caused noise to be detected as atrial fibrillation (af) by the implantable cardioverter defibrillator (ICD). It was also questioned why ICD was pacing below the lower rate with atrial-based pacing. It was explained that atrial-based pacing keeps the atrial rate above the lower rate, not the ventricular rate. The lead was subsequently explanted and replaced. The ICD remains in use. No further patient complications have been reported as a result of this event.